Event description:
The customer contact reported the device powered off by itself without sounding an audible alarm tone. On (B)(6) 2013 at 2308, the device was programmed to deliver an unspecified concentration of heparin, at a rate of 1210 units/hr, and the delivery was started. No further programming parameter was provided. It was reported that 2 hours after the delivery was started, the nurse went into the patient's room and noted the device had shut off without alarming. The device was removed from clinical service. At 0218, the customer contact reported a heparin assay was drawn and the results were <0.1u/ml. At 0300, it was reported the heparin therapy was restarted at the rate of 1430units/hr using a replacement device. On (B)(6) 2013 at 1004, the customer contact reported another heparin assay was drawn and the results were 0.48u/ml. During testing at the user facility, the device passed testing. There was no power loss noted throughout the testing procedure. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.